Event description:
It was reported to philips that the device's battery pins are damaged. There was no reported patient involvement/adverse patient impact. One battery pca was returned for failure analysis. The reported problem was verified in the lab. Failure was localized to physical damage to j1 pins 7 and 8 found to be compressed/damaged.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device's battery pins are damaged. There was no reported patient involvement/adverse patient impact.